Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc on or about (B)(6) 2007 to treat pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, and additional surgery and other injuries. On or about (B)(6) 2008 it is alleged by the plaintiff's attorney the plaintiff underwent an additional surgery. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, has sustained permanent and debilitating injuries, mesh erosion, hardening, chronic pain, worsening dyspareunia, and recurrent incontinence.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.